Event description:
Surgeon was inserting first vertebral spacer and it broke. It was retrieved and a new spacer of the same size/specs specification was successfully implanted without further complications.